Event description:
Information was received that during use of this smiths medical cadd solis vip pump, the pump infusion volume was not correct. It was reported that the patient did not receive the remaining infusion volume but stopped infusion manually. According to the report, "infusion is life-sustaining, but the patient can stop once a week". No clinical injury and no reported adverse effects.